Manufacturer narrative:
(B)(4). Evaluation results: myocardial infarction and revascularization.

Event description:
Two endeavor spring rx drug-eluting stents were implanted, overlapping, at the distal lcx. Approximately 5 months post index procedure the patient began to note recurrent symptoms. He returned for diagnostic catheterization which revealed severe in-stent restenosis of both circumflex stents. It is reported that the patient suffered a small non-st segment elevation myocardial infraction. The patient was diagnosed with sepsis and re-intervention was planned for 4-6 weeks, once sepsis was resolved. Approximately 7 months post index procedure patient underwent successful percutaneous intervention, with the placement of two other brand stents to treat his in-stent restenosis and angina. (Ref MFR #2953200-2010-01692).